Event description:
Information as it was reported to ams indicates that during a vocal cord lesion surgery error message 43 occurred which is indicative of a system malfunction during a procedure. The customer was unable to clear the error that occurred. The physician reverted to a non ams device (ktp laser) to complete the case. There was no report of a patient injury; however the manufacturer is filing this due to an alternate procedure being performed as a result of the system malfunction.

Manufacturer narrative:
System analysis/service repair on (B)(6) 2015: the reported ¿error 43" issue was verified and determined to be burnt sam mirror. The sam mirror was replaced. Performed mechanical integrity inspection; verified alignment, output and operations. The system was tested and verified to meet manufacturer¿s specifications. The sam mirror that was replaced was not returned to ams.